Event description:
A fault with the pump was reported, displaying a malfunction code labeled ¿malf 16.¿ it was unclear if the issue caused the customer's blood glucose level to exceed 500 mg/dl as the customer declined to provide an answer. The customer was assisted in resetting the pump, but the malfunction code recurred, leading technical support to decide to replace the pump. The customer was informed of how to put the pump in storage mode before returning it and understood to use multiple daily injections as a backup therapy. A replacement pump would be shipped, and the problematic pump was to be returned using a prepaid label within ten days.